Event description:
It was reported that minilink transmitter was broken. It was reported that led lights did not blink when disconnected from charger. It was reported that connectors seemed to be broken when looking inside. Minilink will be replaced. No further information provided.

Manufacturer narrative:
Unable to charge due to broken cow catcher and damaged all contact pins. Unable to perform the functional test due to charge anomaly.